Event description:
Initial info received from a consumer on (B)(6) 2010. An (B)(6) female received treatment with poly-l-lactic acid (sculptra aesthetic, lot# and exp date unk) for treatment of hollow cheeks from losing weight. Consumer had a total of three sessions: (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009, at one month intervals. The physician injected poly-l-lactic acid in her cheeks up high near the eyes and above her upper lip. Six month ago, the consumer noticed lumps and bumps under one eye. She stated now she has lumps and bumps popping up all over her face. The consumer stated that she "looks terrible." She reported the lumps feel like a rock, are stone hard, and look like acne scars. She stated the left cheek is worse. She has 4 lumps under one eye and one under the other eye. She also has lumps above her upper lip. The lumps are visible. She reported that a plastic surgeon suggested she massage the areas. She went to a new dermatologist today who suggested treating the lumps with radio frequency energy. There are no signs of inflammation. Consumer does not have a history of immunological or collagen-vascular disease. There was no evidence of a systemic process nor was a biopsy performed. No medical or surgical intervention was performed. The event was reported as ongoing at the time of this report. No concomitant medications or other medical history reported. No further info reported.